Manufacturer narrative:
E1. (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Due to damage on ccd (charged coupled device) unit, the image disappeared during angulation in up/down directions. In addition, the following reportable malfunctions were identified during the device evaluation: distal end had scratches; light guide cover glass had a scratch; due to damage on ccd (charged coupled device) unit, e216 (scope communication error) occurred; video connector and case had a scratch; video connector had a crack; and indication on light guide connector was not correct. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope image disappeared when applying angulation. The issue occurred during setup/inspection for use. There were no reports of patient harm.